Event description:
Reportedly, home care patient, one hour after the cuffed tube was inflated, the cuff deflates and creates difficult airway breathing to the patient. Same problem occurred on 2 different tubes of 2 different lots.